Event description:
It was reported that during a device replacement procedure due to normal elective replacement indicator (eri), peeling of the device parylene coating was observed. The device was explanted and replaced. The patient was in stable condition.